Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during device preparation of the steerable guide catheter (sgc), the device did not hold fluid column. Air would go into the catheter. The device was not used and exchanged. There was no clinically significant delay and no patient involvement. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history did not indicate a lot-specific product issue at this time. Based on available information, a cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.